Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure after connecting the aquabeam handpiece to the aquabeam motorpack, an "e22 - motorpack error" message was generated by the aquabeam robotic system. A second handpiece was used to resolved the issue, but the error persisted. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was delivered at the headquarters location according to the tracking number; however, the device cannot be located post-receipt by procept personnel. A review of the device history record (DHR) (B)(4)/serial number (B)(6) and aquabeam handpiece / lot number 23c00247 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl (ce), english was reviewed. Table 5 system detected errors and faults; e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. A root cause for the reported event could not be established as the handpiece was physically unavailable for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.